Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b3; b5; b6; d6b; h6.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture was received on sep 13, 2024, with lot number 1692998. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. As per the investigation procedure crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via sales representative a left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported via sales representative a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.